Event description:
Consumer indicated tampon came apart as she attempted to remove the product and a tampon piece remained inside her. Dr removed remaining piece.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.